Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Damaged optic after implantation. Iol got stuck during slider advancement; slider cannot advance. Corneal edema; increased incision size; product replaced with another lens immediately during surgery; permanent or negative impact on patient health expected; error of predicted refractive. Additional information received via email from distributor on 20aug2025: "during the iol injection, I noticed that it was stuck, and when I managed to release it, I observed that the innermost haptic remained trapped at the bottom of the injector, tearing off from the optic zone of the lens. Inside the eye, the iol without the haptic became decentered, and the optic zone of the iol was damaged. The iol was replaced with another one." The lens was fully implanted into the patient's eye and then explanted out of the patient's eye. The impact on the patient was temporary. Photo attached for reference. Additional information received via email from distributor on 04sep2025: during the iol injection, I noticed that the iol was stuck. Upon successfully releasing it, I observed that the innermost haptic became caught at the back of the injector, dragging the optical zone of the lens during the injector's movement. In the eye, the iol without the haptic was decentered, and the optical zone was damaged. I decided to replace it with another iol; however, the only available diopter was +23.50, which differed significantly from the planned +18.00. Additionally, I had to enlarge the incision to remove the damaged iol and place a suture after implanting the replacement iol, which is not part of my routine. The correct serial number for this complaint is (B)(6). Problem code: a0414 - material split, cut or torn, a0415 - scratched material.

Manufacturer narrative:
This follow-up report # 1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: d9 - corrected to yes. H3 - corrected to yes. H6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: 255). We also confirmed there were no abnormalities on the loop pull strength test record of the material lot (tydk-g115-04). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed new iol could be released out of the returned cartridge/tip without any problems. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.